Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold a week from implant. Also, noise was noted with no overensing. Hence, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No product has been received yet. The product might still be enroute for return. Once the product is received, analysis will be performed and if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, the allegation on lead was confirmed with observation of inner coil fracture near terminal end.

Manufacturer narrative:
No product has been received yet. The product might still be enroute for return. Once the product is received, analysis will be performed and if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold a week from implant. Also, noise was noted with no oversensing. Hence, the rv lead was explanted. No additional adverse patient effects were reported.